Event description:
The customer reported that the insulin gauge on their pump displayed an amount different from what was expected, remaining static despite insulin delivery. This issue persisted since the end of december, leading the customer to believe there was a pump malfunction, prompting a request for a replacement. There was no adverse impact on the customer's blood glucose level. Tandem¿s customer service provided an explanation for the discrepancy in the fill estimate and decided to send a replacement pump to ensure customer satisfaction. The customer service agent instructed the customer on returning the faulty pump using the provided shipment materials and informed them about setting up and using the replacement. The customer, understanding this guidance, planned to use the current pump as backup therapy until the replacement arrived.